Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "no image" was caused by a failure of the quantum board. The root cause of the quantum board failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The subject device (high definition lcd monitor) is an olympus demo asset that was returned without a complaint. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was no serial digital interface 1 image.

Manufacturer narrative:
The subject device was returned to olympus. During inspection and testing, there was no serial digital interface 1 image due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.